Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device remains implanted.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.